Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed. Manufacturing records review: the serial number is unknown therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. A complete catalog #, expiration date and unique identifier (UDI#): unknown as the serial number was not provided. Serial number: unknown, not provided. Implant date: if implanted, give date: unknown, not provided. Explant date: if explanted, give date: there is no indication that the lens was explanted. Device manufacture date(s): unknown, because the serial number was not provided all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported opacification behind a silicone intraocular lens (iol) implanted in the left eye of a patient. The surgeon performed a yag capsulotomy but the opacification persisted on the posterior side of the iol. No further information was provided.